Manufacturer narrative:
The cause for the high advia centaur xp digoxin results is unknown. The digoxin treatment was stopped. Therefore, possible interferent is suspected. Siemens healthcare diagnostics is investigating. The instrument is performing within specification. The IFU states in the limitations section: "digibind drug therapy affects digoxin immunoassay results. Interpret digoxin results from patients who have been administered digibind with caution. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. The therapeutic range of 0.80 to 2.00 ng/ml (1.02 to 2.56 nmol/l) includes effective serum concentrations for a wide range of patient populations. Lower concentration of 0.5 to 1.2 ng/ml (0.64 to 1.54 nmol/l) are more appropriate in certain population such as chronic heart-failure patients. Digoxin toxicity is usually associated with serum levels > 2.0 ng/ml (2.6 nmol/l), but it may occur with lower levels. Significant overlap of toxic and nontoxic values has been reported. Consequently, analysis of serum concentration alone is not sufficient for optimization of digoxin therapy. Additional factors such as age, thyroid condition, electrolyte balance, hepatic and renal function, and other clinical symptoms must be considered."

Event description:
False high advia centaur xp digoxin results were obtained for samples from the same patient. The results were always high even if the patient did have the digoxin treatment. The treatment with digoxin was stopped some days before. There was no report of adverse health consequences due to the high digoxin results.

Manufacturer narrative:
On 4/07/2016 correction: the second statement in event description is incorrect. The correct statement is: the results were always high even if the digoxin treatment was stopped for the patient. On 04/12/2016 additional information: another sample could not be obtained from the patient. No other information is available regarding the patient's treatment, medications, or medical condition. Therefore, siemens can not evaluate the possible causes for the digoxin discordant result. The cause for the high advia centaur xp digoxin results is unknown. The elevated result appears to be associated with an interferent with the advia centaur digoxin assay. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
On 05/04/2016 additional information: the customer sent the patient results. (B)(6). The patient doesn't take digoxin now. The patient took only heparin. The field application specialist (fas) exported the following digoxin results: (B)(6). The lot number used was lot 216. Expiration date: 05/22/2016 manufacture date: 05/22/2015. Another sample could not be obtained from the patient. No other information is available regarding the patient's treatment, medications, or medical condition. Therefore, siemens can not evaluate the possible causes for the digoxin discordant result. The cause for the high advia centaur xp digoxin results is unknown. The elevated result appears to be associated with an interferent with the advia centaur digoxin assay. The instrument is performing within specification. No further evaluation of the device is required.